Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, the rod and set screw was loosened at t1 level post-operatively. Patient experienced neck pain, and could hear squeaking when moving neck. Squeaking sensation up to her skull. There were no patient symptoms reported. No further complications reported regarding the event. Additional information received stating procedure performed was c4 - t1 posterior extension of fusion. Mas were intact, no failure associated with mas screws.

Manufacturer narrative:
H6: product analysis of part # 3604522 ; lot# h5993994 visual and microscopic inspection confirmed the set screw has some deformation on the node of the screws. There is some smearing/damaged to the nodes and the screw saddles from what appears to be the rods moving between the saddles and set screw. The threads of the set screws have been damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.